Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to plug the pump into a power source and customer was unable to do so at the time of report. No additional information was provided. Customer declined to further troubleshoot with tandem technical support.